Event description:
According to the event description: at 1350 hour started therapy with column to be infused (vtbi) 280 milliliters (ml) and rate of 280 milliliters an hour (ml/h). Around 1420 - 1430 pump alarmed volume almost empty but the 250 ml ecoflac bottle almost full. Operator added 200 ml vtbi to therapy without amending rate. 40 minutes later pump alarmed, added another 50 ml without changing rate. 10 minutes later, pump alarmed. Added another 30 ml vtbi without changing rate. Finally, drug almost finished. Consumables used in this incident was not retained. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample / underinfusion the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2024-10-18 were investigated. A new therapy was selected and the infusion started with a rate of 280ml/h and a volume of 280ml at 1:51pm. At 2:46pm the pre alarm " vtbi near end" occurred. The infusion was stopped and a new volume of 200ml was selected. The infusion was continued at 2:49pm. At 3:27pm the pre alarm "vtbi near end" occurred again and the infusion was stopped. A new volume of 50ml was selected and the infusion started again at 3:27pm. At 3:38pm the kvo-mode (keep vein open) occurred and the infusion was stopped. At this time, 498,34ml was infused. No other abnormalities were found.